Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.00mm x 9mm maverick²¿ balloon catheter was advanced to dilate the lesion but failed to cross. However, a vessel dissection was noticed in the rca. The physician then referred the patient for coronary artery bypass graft (CABG). No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The balloon, markerband, proximal weld, inner/outer shaft, and hypotube were microscopically inspected. Inspection revealed numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.00mm x 9mm maverick²¿ balloon catheter was advanced to dilate the lesion but failed to cross. However, a vessel dissection was noticed in the rca. The physician then referred the patient for coronary artery bypass graft (CABG). No further patient complications were reported and the patient's status was stable.